Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The patient remains ongoing on vad support. The hm3 IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Heartmate 3 lvas IFU rev. A (document #100169835) is currently available. Pump thrombosis, localized infection, driveline infection, and pump pocket or pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values, as well as a subsection entitled ¿controlling infection¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was found to have fluid accumulation in the left pleural space near the left ventricular assist device (lvad). The patient's chest tube was replaced on (B)(6) 2020 after it was pulled out. Inr levels peaked on (B)(6) 2020. The patient was treated with vitamin k. The site reported concern for pump thrombosis. The patient had a chest wash out. The fluid collected was negative for growth but contained a significant number of white blood cells. The patient was reported to be febrile and there was a possible pump infection. On (B)(6) 2020, the patient was taken back to the operation room (or). The lung was found to be adhered to the chest wall. Fluid and coagulated old blood was removed. The patient remained to the ICU in stable condition. No further information was reported.